Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the transmitter was not fully snapped in, which is misuse of the device. The patient stated the sensor wire detached the same day it was inserted. They went to the hospital and it was confirmed by the physician that the sensor wire was stuck in the skin at the abdominal insertion site. No information could be obtained regarding whether the wire was removed by the physician. At the time of the report the patient was fine and in stable condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.